Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: additional event information received from the reporter stated: b3. Date of event: the event occurred on 3rd september, 2025. B5. Event description: the resections were off - unsure exactly how many mm's by but it was likely to be around 3-5mm. Had to redo the femoral and tibial cut with conventional cut blocks. Was detected when trialing implants but surgeon had noted prior to trialing that it seemed wrong. Was planned for cementless. Stayed cementless but had to downsize the femoral component from size 9 to size 8. Surgical delay of around 10 minutes.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: device log files were reviewed for this event and the described issue was unconfirmed. The investigation found that the most probable root cause of the issue is a combination of potential array movement, leg/robot movement, and sub-optimal landmark acquisitions. The investigation found that there was considerable array movement during tibial and femoral cut steps. The investigation found that the verify checkpoint was never done before any cuts were performed, but during the first distal and posterior cut steps, it looks like the femur array may have possibly been moved. The verify checkpoint for the femur was never done, so array movement cannot be confirmed. While the exact cause of the array movement cannot be established, array movement is generally caused by the arrays not being securely attached. Please ensure the array is properly secured during the procedure to avoid array movement. If the verify checkpoint step cannot be completed, please do not continue the operation. Adjustments are not permitted after the first bone resection: if bone array movement occurs the reference frame becomes inaccurate. The robotic-assisted procedure must be aborted, and the procedure must be completed using conventional manual instruments. Use ¿verify checkpoint via toolbox¿ to confirm that the bone arrays have not moved. The investigation found evidence of excessive leg/robot movement during cut steps. In combination with the leg and robot movement, this likely lead to power being cut on the saw as the message "[saw disabled] saw blade plane deviates too much from the cutting plane" is frequently seen. This would cause power to the saw handpiece to be cut. The constant cutting of power while during the cut means movement is large enough that the system cuts power, this could lead to inaccurate cuts. The user should follow the positioning instructions as per the instructions for use. During operation the robot moves rapidly. Robot movement is generally caused by the system not being properly mounted to the bedrail. The patient¿s leg must be stabilized during resections. The surgeon¿s preferred leg holder may be used to stabilize the leg if it does not inhibit the function of the velys¿ robotic-assisted solution. Prior to each resection, ensure the leg is stabilized in the desired position. As per the instructions for use, any large leg/robot movement will require a rapid adjustment by the robotic-assisted device and can potentially introduce inaccuracy. The investigation found that the anterior cortex line acquisition was acquired sub optimally. The anterior-posterior (a-p) shift, from the planning screen, is the distance between the anterior cut plane and the anterior reference point derived from the anterior cortex acquisition. If the anterior cortex line is acquired too medially, the a-p shift from the planning screen will underestimate the exit point of the anterior resection and lead to the implant notching. It can be useful to use the pointer array to verify the position of the anterior resection plane, prior to cutting, by placing the pointer array near the anterior resection plane in order to mitigate notching. The pointer array can be used to mimic the use of an "angel wing" where the system will display the distance between the pointer array tip and the resection plane. Implant size is determined from the distance between the lateral most posterior point on the femoral condyle and the anterior cortex. If either point on the femur is not acquired correctly, then the implant size may be different than expected. This could lead to an inaccurate initial assessment of the implant size. The investigation found that the posterior landmarks are on the edge of the point cloud. Likely meaning that there is a more posterior point for both landmarks. This could impact the sizing of the implant and the position of the posterior resection plane leading to a larger posterior cut than intended and a smaller selected implant size. This is evidenced by the the investigation that the implant size has been changed from size 4 to size 5 after first distal and posterior cuts from proadjust planning screens. Accurate posterior condyle acquisition prevents the over-sizing or under-sizing of the femoral implant which can affect flexion gap. It is recommended that the user follow the guidance as per the instructions for use: posterior femoral condyles tips for reaching the posterior condyle in a tight compartment: maximally flex the kneeensure removal of the anterior horn of the meniscus distract the relevant compartment by applying a varus or valgus force to the tibia there were no defects found with the system and software. The user indicated that there was no negative impact to the patient outcome and no patient harm and the investigation indicates that the system was behaving properly. This issue will be continued to be monitored through complaint trending as part of post market surveillance. Root cause: the investigation found that the most probable root cause of the issue is a combination of potential array movement, leg/robot movement, and sub-optimal posterior condyle landmark acquisitions. These issues can be traced to improper handling by the user. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.

Event description:
It was reported that during a total knee arthroplasty (tka) surgical procedure, while using the robotic-assisted solution satellite station device, the robot was moving constantly during cuts and consistently cutting in and out when the surgeon was trying to perform the resections, which resulted in inconsistent cuts and would not allow the implants to be fully seated. It was reported that the procedure was completed with manual instrumentation and downsize femoral component to get implants on. It was not reported if there were any delays in a surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2025. All available information has been disclosed.